Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a 1-3 inch wound on his back, almost looked like a burn. No reports that it was open or weeping. The patient was doctor prescribed hydroactive gel. The irritation improved after using the prescribed hydroactive gel.